Event description:
It was reported that the pump gave "cassette not attached alarm". No adverse effects reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis for the reported issue of an alarm that the cassette was not attached. The event history log revealed that the alarm occurred. Fluid ingression was noticed on the downstream sensor. During testing, the cassette was attached, and functional testing was performed. The reported issue was not duplicated. The downstream sensor will be replaced as a preventative measure.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement during the time of the event.